Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cord was damaged and wires were exposed preventing the function test from being performed. It was noted that the hole in the cord is due to mishandling of the device by allowing the cord to come into contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the foot control device had wires exposed. It was not reported whether this event occurred during surgery or whether a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.